Manufacturer narrative:
Additional narrative: device history records was conducted. The report indicates that the: manufacturing location is (B)(4), manufacturing date: 09. January 2014, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. An investigation summary was performed. The investigation of the complaint articles has shown that: the present insertion handle 03.010.045 was analysed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face of the broken pin is homogenous which indicates material conformity. We due suppose that a mechanical overload, possibly forceful hammer blows, in combination with a loose connection with the nail, caused this breakage. Note that his device was manufactured in january 2014. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during femoral nailing procedure on (B)(6) 2015, the tang on the insertion handle snapped when inserting the nail. The nail could not be inserted so the procedure was aborted. A replacement instrument was sent so the surgery could be re-scheduled for (B)(6) 2015. There were no device fragments left in the patient. The subsequent surgery went ahead as planned on friday, (B)(6) 2015. The patient presented with extremely hard sclerotic bone due to cancer. Due to this condition, additional drilling and reaming had to be performed. Over-reaming was performed in this subsequent procedure to ensure the outcome was successful. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. (B)(6). (B)(4) aborted surgical procedure due to complained event. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.